Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a pericardial effusion and complications with subsequent death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system (was) was advanced into the laa using a non-bsc pigtail catheter. In the transesophageal echocardiogram, pericardial effusion with tamponade was noticed due to a perforation in the laa. They performed a pericardial puncture and a total of 1700 ml of blood was withdrawn from the patient. After this, they deployed and successfully released a 27mm watchman ® laa closure device. The patient was stable at this time and was transferred to the intensive care unit where they received 3 erythrocytes concentrates and their hemoglobin increased. Increased inflammation parameters were also observed and pneumonia was diagnosed. Mechanical ventilation was recommended, but the patient and their family denied the use of the ventilator. Three days post procedure, the patient died of septic shock. The physician did not feel it was related to the watchman ® procedure or device.